Event description:
In 2009, patient reported that four days earlier, his blood glucose was elevated between 200-250 mg/dl. He stated after trying to bring it down by bolusing and noticing the readings remained elevated, he decided to change the infusion site and noticed a kink in the cannula. Patient reported he changed the infusion site and was able to bring his readings back down to normal. Patient stated he changes his adapter every 5th cartridge change. Advised he can use it for up to 10 cartridges. Educated patient on changing the battery cover every 4th battery change. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.